Manufacturer narrative:
No patient information received to date after contacting customer 12/30/2021 and 12/31/2021. (B)(4).

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. There was no report of patient injury.